Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support for heart failure/left ventricular assist device work up. While on support, suction was occurring and they were concerned that there was a clot or fibrin formation. The impella was explanted and replaced. After the explant, a clot formation was found on the outlet cage and motor housing.

Manufacturer narrative:
The investigation into the reported low pump flow has been completed since the original report was filed. Pump was returned for evaluation. Biomaterial was found on the outlet cage and impeller of the pump. No other issues with the pump were observed. No data logs were available for day complaint occurred. The root cause of the low pump flow was most likely due to biomaterial on the outflow cage in impeller.